Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implantable pulse generator (ipg) routine follow up visit residual longevity was estimated at 13 months in (B)(6) 2016. In (B)(6) 2016, ipg follow up check revealed end of life (eol) on (B)(6) 2016, and reported as premature battery depletion/unexpected longevity. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.